Manufacturer narrative:
(B)(4). Batch # p55x6d. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis found that one ntlc55 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "handle was broken before finishing firing" was the firing knob broken off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will the firing knob be returning with the device for analysis? If not, was it disposed of?

Event description:
It was reported that during an unknown procedure, the handle was broken before finishing firing. There were no patient consequences reported.